Event description:
The dealer reports that the monitor is giving a lot of low heart rate events and that the alarm volume is in need of checking. The customer later reported that the alarm volume seemed low and that it did not alarm during set-up, but did alarm at other times.